Manufacturer narrative:
During investigation, the keypad was found to be intact; no damage or peeling was observed. The ok keypad button was found to be intermittently unresponsive and difficult to press with no spring back. The keypad was removed and the ok contact was inverted. There was no contamination found under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.